Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Caller reported experiencing elevated blood glucose level up to 20 mmol/l for several days after going through an airport scanner. Caller stated she began to use loaner pump; her blood glucose level returned to normal. No adverse event reported. Requested return of the alleged device for evaluation and replacement was sent.